Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during prime sequence. During troubleshoot; a fixed prime of 5 units of insulin was performed and no motor error alarm. It was stated that the motor error alarm occurred one time within the last 30 days. No error alarm showed in history. Blood glucose 12 mmol/l. Nothing further reported.